Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump stop working and keypad was unresponsive. Customer blood glucose value was 153mg/dl at the time of incidence. Customer also stated that crack was discovered near belt clip holder. Device will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Unable to confirm keypad anomaly due to blank display. Device also received with cracked case(battery tube) and cracked battery tube threads.